Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that they obtained discordant, falsely low tbil_2 results on multiple patient samples on an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and performed the following: replaced tubing to drain pumps 1 and 2; changed all reaction tray (rrv) cuvette segments; adjusted and aligned aspiration and dispense probes and reagent dispensing pump 2 to rrv cuvette position; removed debris from drain valve 1 (viev1); refitted viev1; checked all probes alignments, mixers 1 and 2 position and height, and dilution tray wash unit and tray wash unit aspiration; ran quality controls, resulting acceptably. The cause of the discordant, falsely low tbil_2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low total bilirubin_2 (tbil_2) results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia chemistry xpt instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil_2 results.